Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as the date of data collection (march 31, 2025). Author information: chao, m.-f., mahwash kassi, ingram, k. E., aneesh dhore, teng, c., modi, v. A., sinha, a., & chang, s. M. (2025). Aortic root stasis as measured by delta hounsfield unit of aortic cusps on cardiac CT: a novel predictor of stroke and aortic root thrombosis in pt with hm 3 lvad implantation. Journal of the american college of cardiology, 85(12), 1305¿1305. Https://doi.org/10.1016/s0735-1097(25)01789-9. Houston methodist debakey heart & vascular center, houston, tx. Kaohsiung medical university hospital, kaohsiung city, taiwan. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿aortic root stasis as measured by delta hounsfield unit of aortic cusps on cardiac CT: a novel predictor of stroke and aortic root thrombosis in pt with hm3 lvad implantation¿ identifying that heartmate 3 (hm3) may be related to device ischemic stroke, transient ischemic attack, and aortic root thrombus. This retrospective study showed that among 97 patients, 22 (23%) experienced ischemic stroke (is) or transient ischemic attack (tia), and 20 (21%) had aortic root thrombus (art). The study analyzed electrocardiogram (EKG)-gated computed tomography (CT) scans of post-hm3 implantation patients. Hounsfield unit (hu) values were measured at the left ventricular outflow tract (lvot), aortic root, and ascending aorta. Non-uniformity in hu (hu) values was calculated. A correlation was found between hu and experienced is/tia (r=0.35, p<0.001) and between hu and is/tia/art (r=0.476, p<0.001). The cutoff for predicting is/tia was hu = 30. Patients without is/tia had a mean hu of 19.7 ± 24.5, while those with is/tia had a mean of 46.0 ± 44.2 (p<0.001). Hu =30 had high specificity for predicting art/is/tia (77.6%) and is/tia (86%). Logistic regression indicated that hu > 30 resulted in a 7.0-fold increase in the odds of is/tia and a 4.9-fold increase in the odds of is/tia/art. Hu in the aortic root was a potential predictor of art, is, and tia. Hu <30 may help identify patients at lower risk for stroke following hm3 implantation.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this investigation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism, stroke, and neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism and neurological dysfunction as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.